Event description:
During laparoscopic left inguinal hernia repair, the pt's physician inserted an auto suture extraction bulb into the preperitoneal cavity. The bulb inflated but then ruptured. A second bulb was utilized, and it also ruptured. An attempt was made a third time with a third balloon and it inflated but would not remain inflated. Staff spoke to the pt's family regarding converting the procedure to an open approach. The pt signed a consent prior to surgery agreeing to either approach. Open hernia repair done.